Event description:
A surgeon reported that during lasik treatment, the system exhibited tracking problems. The case was completed and there was no harm to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).